Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that patient arrived in the hospital due to this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensing of noise, resulting in an inappropriate shock. A technical service (ts) consultant was asked to review device data. Ts provided recommendations for imaging or recommended a system replacement in the near future. At this time the device remains implanted. No additional adverse patient effects were reported. New information was received indicating a complete system revision was completed. A new device and electrode were implanted successfully. The explanted products are expected to be returned. Besides surgical intervention, no additional adverse patient effects were reported.